Event description:
It was reported by the affiliate that during a gastrectomy that the device locked out (used with gen01). Another device was used to complete the case. There was not adverse consequence to the pt. Device will be returned.

Manufacturer narrative:
Date sent 07/23/2007. Eval summary: the analysis results found that when attempting to activate the device on a gen01, gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure caused due to activation of the device while clamped without tissue being present. Therefore, the instructional insert states: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation was warranted. A batch record review was performed and no anomalies were found during the mfg process.